Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-01508 and 6000089-2007-01509. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The initial procedure occurred in 2007. The patient presented with cardiac arrest. Angiography revealed that the left anterior descending (lad) artery and the left circumflex (lcx) artery were 99% stenosed with severe calcification. The patient was started on panaldine and aspirin. Fourteen days later the patient underwent pci to the proximal to mid lad. The lesion was pre-dilated with a non bsc 2.0mm balloon and then a 2.5mm non bsc balloon. A taxus express2 2.75 x 28mm drug eluting stent was then implanted in the mid lad. The lesion was post dilated with a 2.5mm non bsc balloon. A taxus express2 2.75 x 28mm drug eluting stent was also placed in the proximal lad, overlapping the previously placed stent. Ivus confirmed the stents were well apposed, no complications occurred, there was no gap between the stents, 0% stenosis and timi iii flow were achieved. In the following month, the patient underwent pci from the proximal lcx to obtuse marginal (om) branch and distal lcx. The lesion was pre-dilated with a 1.5mm and a 2.5mm non bsc balloon. A 2.5 x 28mm non bsc stent was placed in the distal portion of the distal lcx. A taxus express2 2.5 x 16mm drug eluting stent was then placed overlapping the previously placed stent. Another non bsc stent, 3.0 x 33mm was placed in the proximal cx to the om. Kissing balloon technique was then performed with the 2.5x16mm taxus stent and the 3.0x33mm non bsc stent and as a result of inflation, the edge of the taxus stent was crushed and there was no gap between stents. The proximal lcx to om was then post dilated with a 2.5mm non bsc balloon. Ivus confirmed that the stents were well apposed, no complications occured, there was no gap between the stents, 0% stenosis and timi iii flow were achieved. In two months later, the patient presented with cardiac arrest and cardio-pulmonary resuscitation was performed. The patient expired without treatment. The cause of death is unk. It was noted that the patient had been taking panaldine and aspirin since the original month.